Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. No moisture damage found on the electronic assembly noted during testing. The insulin pump was received with cracked case at display window corner.

Event description:
The customer reported via phone call that there was water in the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.